Manufacturer narrative:
(B)(4). The sample has been received however the investigation is still in progress. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
The event is reported as: the customer alleges the balloon was leaking during testing. There was no patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was unable to be performed as the lot# provided was invalid. The sample was received used and not in the original teleflex lma packaging. The device was observed to be yellowish due to storage or handling. Based on the outer profile of the distal end of the cuff shape, the device was manufactured in 2013 or before. The device was able to be inflated and deflated as intended. There was no air leak observed during functional testing. The expiry date of this batch was in august 2016. Therefore the device has been out of warranty since august 2016 or earlier. Customer is kindly reminded to discard the device once it is out of warranty.

Event description:
The event is reported as: the customer alleges the balloon was leaking during testing. There was no patient involvement reported.